Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 345 mg/dl and 71 mg/dl (performa), and 48 mg/dl (hospital meter). No adverse event was reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.